Event description:
As reported by the customer 'the tempus ic2 involved is exhibiting connectivity issues. A red network status is shown, along with connectivity failure across all 3 servers'. The failure is with the i2i software which provides the connectivity with the server and not with the tempus ic2 device. The i2i server failure has been fixed and the updated watchdog software has been deployed on (B)(6) 2022.